Manufacturer narrative:
This device is not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with this lot 17438272 presented no issues during the manufacturing process that can be related to the reported complaint.

Event description:
As reported, a left brachial approach was made with a non-cordis sheath. Sheath was inserted and a non- cordis guidewire crossed the lesion. A non-cordis balloon catheter was inflated as pre dilatation and two stents were implanted. A saber rx 7 mm 2 cm 155 was delivered to the lesion for post dilatation, however it ruptured within its nominal pressure. Therefore it was replaced with a non-cordis new balloon catheter. The procedure finished successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. This was an iliac pta case. The target lesion was the iliac artery. The patient¿s information, patient¿s vessel level of tortuosity, calcification and rate of stenosis was unknown. Additional information was requested.

Manufacturer narrative:
The following sections have been updated accordingly. After implantation of two stents, a 7 x 20 mm 155 cm saber rx percutaneous transluminal angioplasty (pta) catheter was delivered to the lesion for post dilatation, however it ruptured within its nominal pressure. Therefore, it was replaced with a non-cordis new balloon catheter. The procedure finished successfully. There was no reported patient injury. This was an iliac pta case. The target lesion was the iliac artery. The patient¿s information, patient¿s vessel level of tortuosity, calcification and rate of stenosis was unknown. A left brachial approach was made with a non-cordis sheath. Sheath was inserted and a non-cordis guidewire crossed the lesion. A non-cordis balloon catheter was inflated as pre dilatation and two stents were implanted. Then, a saber rx was opened. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device was prepared as specified by the instructions for use. The product looked normal when removed from its packaging. The device was properly prepped. The device prepped normally (i.e. Maintain negative pressure). The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The device was not used for a chronic total occlusion (total occlusion greater than 3 months). There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The balloon did not inflate normally. There was no leakage noted from the balloon, shaft, hub, or unknown segment. The product was removed intact (in one piece) from the patient. Additional procedural details were requested but are unknown. The device was not returned for analysis. A device history record (DHR) review of lot 17438272 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although unknown) may have contributed to the reported event as calcification/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a left brachial approach was made with a non-cordis sheath. Sheath was inserted and a non- cordis guidewire crossed the lesion. A non-cordis balloon catheter was inflated as pre dilatation and two stents were implanted. A saber rx 7 mm 2 cm 155 was delivered to the lesion for post dilatation, however it ruptured within its nominal pressure. Therefore it was replaced with a non-cordis new balloon catheter. The procedure finished successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. This was an iliac pta case. The target lesion was the iliac artery. The patient¿s information, patient¿s vessel level of tortuosity, calcification and rate of stenosis was unknown. Here was no difficulty removing the product from the hoop. Here was no difficulty removing the protective balloon cover. ¿here was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device was prepared as specified by the instructions for use. The product looked normal when removed from its packaging. The device was properly prepped. The device prepped normally (i.e. Maintain negative pressure). The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The device was not used for a chronic total occlusion (total occlusion greater than 3 months). There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. He balloon did not inflate normally. There was no leakage noted from the balloon, shaft, hub, or unknown segment. The product was removed intact (in one piece) from the patient. Additional procedural details were requested but are unknown.